Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old male patient had a rash. The rash was comprised of little red bumps and was located on his chest and back. The patient's physician advised the patient to discontinue use of the device. The medical outcome of the rash is unknown.